Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the journal of clinical medicine titled ¿a technique to augment arthroscopic bankart repair with or without a metal block: a comparison¿. The study reviewed eighty (80) patients who underwent shoulder procedures using arthrex pushlock devices. Twenty (20) patients were documented to have had glenohumeral instability resulting in four (4) patients experiencing subluxation. Ref: vedrenne, p., et al. (2025). "A technique to augment arthroscopic bankart repair with or without a metal block: a comparison." J clin med 14(2).